Manufacturer narrative:
Upon reception, the returned smartview connect s/n (B)(6) was tested and the reported behavior could not be reproduced, as pairing was successful with a test pacemaker the probable hypotheses that could explain the pairing issues were collected: ble perturbations due to the implantation depth and/or environment during the pairing attempts, failure of the authentication between the pacemaker and the smartview connect during the pairing sequences or reduction of the scanning window due to a known software issue which stops scanning of nearby pacemakers after a few hours of unsuccessful detection. However, none of these hypotheses could be confirmed. Based on available data, the root-cause of the reported pairing issues cannot be determined with certainty. This case is recorded for trending purposes.

Event description:
Reportedly , the subjected smartview connect home monitor does not connect with the pacemaker. With another transmitter pairing to the pacemaker could be established.

Event description:
Reportedly , the subjected smartview connect home monitor does not connect with the pacemaker. With another transmitter pairing to the pacemaker could be established.